Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported every time they use their aligners; they get severe infections that include swelling of their face. They stop use and when they are better, they try to restart their treatment and they get the same reaction. They cannot use the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.